Event description:
The clip to lock and unlock rotation broke off. Case type: tka. Patient was under anesthesia.

Manufacturer narrative:
Reported event: it was reported that the clip to lock and unlock rotation broke off. Product evaluation and results: visual inspection visual inspection confirmed that the pivot lock was broken. Attempts to repair the mics were unsuccessful and the part was rtv for rework. Functional, dimensional and material analysis inspection were not performed as visual inspection confirmed the failure. As per (B)(4) and case number (B)(4). Failure mode was duplicated and product was returned to vendor. Product history review: device history records indicate 25 devices were manufactured under lot k079x and 23 devices were accepted into final stock on 05/06/2016. A review of qt-16-05-0027 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k079x shows 01 additional complaints related to the failure in this investigation. Complaint investigation(s) pr: (B)(4). Conclusions: the failure mode was duplicated for the alleged failure. Attempts to repair were unsuccessful and the part was rtv for rework. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The clip to lock and unlock rotation broke off. Case type: tka. Patient was under anesthesia.